Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly on the pump. However, moisture damage was found on the keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
Customer reported the keypad on the insulin pump was not working. Customer's blood glucose was 106 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.